Event description:
It was reported that the patient experienced a shocking or jolting sensation which occurred when walking through a security screener at office max. The device did not power on reset and remained on. The patient was admitted to the emergency room following this event. Subsequently the patient experienced decreased therapy control and setting the neurostimulator at very low voltage because of increased sensitivity. The patient was unwilling to turn the stimulator back on after the event. Impedances were all reported to be 489 ohms and <(> <<)>15ua when tested at .5v, 210us. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Ipg model 7425, (B)(4), implanted: 2000 (B)(6), explanted: unknown, lead model 3587a, (B)(4), implanted: 2000 (B)(6), explanted: unknown, lead model 3587a, (B)(4), implanted: 2000 (B)(6), explanted: unknown extension model 7495-25, (B)(4), implanted: 2000 (B)(6), explanted: unknown, programmer model 7434-e, (B)(4), programmer model 7434a, (B)(4).

Event description:
Additional information. The health care profession (hcp) stated he thought the device was interrogated the day of the event and the system was fine. No programming was done. The patient was admitted to the local hospital for several days for pain management. The device was fine ultimately and no intervention occurred. The hcp stated the patient seemed to be improving.